Event description:
It was reported that the patient presented with unstable angina and was hospitalized on (B)(6) 2014. On (B)(6) 2014, during a proximal left anterior descending coronary artery stenting procedure, a dissection occurred, requiring implantation of a second unplanned xience v stent. On (B)(6) 2014, the patient experienced non-serious elevated troponin I levels, less than 5 times the normal upper limit and angina. No treatment was provided. On (B)(6) 2014, the troponin level normalized and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). Add'l lab tests: (B)(6) 2014: ck=61 u/l, normal upper limit 174; (B)(6) 2014: ck-mb=1.8 ng/ml, normal upper limit 3.6; (B)(6) 2014: troponin I=0.36 ng/ml, upper reference limit 0.09. Concomitant products: dilatation catheter: sapphire nc 3.25x12, monorail 3.75x12; other: aspirin, clopidogrel. There was no reported device malfunction and the product was not returned. The reported patient effects of angina and dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.